Manufacturer narrative:
Section d6a / d6b: added implant and explant dates the cause of the thrombus was not determined since product was not returned and all the necessary information was not provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old male on impella cp for mechanical circulatory support. It was reported that the patient on impella cp had thrombus. The impella cp was successfully implanted and switched to I-cor 2 hours later due to left ventricular thrombus. The device was explanted within 3 hours of admission to unit. No other information is available.